Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple pockets inside the drawer 7 were not detected. A field service engineer (fse) found multiple failures in drawer 7 across all cubie pockets and identified staples in the row tray. The row tray was cleaned and reinstalled, but the failures did not recover in the application, and a replacement drawer assembly was ordered. Drawer 7 was also found to have row a missing, which was replaced. The drawer was fully tested and showed no issues. After the customer inserted all pockets, pocket a1 did not recover. Tested with other pockets, confirming no issue with the row, and the customer removed and disabled the faulty pocket. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, duplicate address detected on multiple devices. Customer tried to reboot but issue remains same. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.